Manufacturer narrative:
Result: actuator box.

Event description:
It was reported by service report that the fowler ball screw bracket had a broken weld. No patient involvement or adverse consequences are reported.